Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently before contacting technical support, who then assisted them in resuming insulin delivery and restarting the sensor session. Following the pump reset, the error did not reappear, and the customer successfully started their sensor session.